Event description:
A customer contacted haemonetics on (B)(6), 2011 and alleged that upon removing a bottle from the packaging, a strong odor of alcohol was present on the pcs2 plasma collection system. No operator injury reported. No donor injury reported.

Manufacturer narrative:
The bottle unit was returned on (B)(6), 2011. The alcohol smell was confirmed. Retained fluid was observed in the bottle and a sample was sent to a lab for eval. The lab confirmed that the sample appears to be isopropyl alcohol with water added via ftir. The investigation is ongoing. A f/u report will be filed.